Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported during the procedure, when dr. Performed the brocade with the 2.5 l110/85 bit to make the holes in the bone, the bit fractured, leaving a small fragment inside the patient¿s bone. Dr. Tried to remove the fragment, but it was not possible, due to the difficulty of its extraction. The dr. Decided to leave it, since there would be no problem staying in the bone since it was not inside the joint. It was then proceeded to remove the rest of the mentioned bit and to use another bit with the same characteristics included in the equipment. The surgery was completed successfully with no surgical delay.